Event description:
Ventilator failed while in use on a pt. Pt heart rate had dropped and desat of o2% occurred. Ventilator turned on last night on test lung to run over night and worked just fine with no shut down.